Manufacturer narrative:
(B)(4). Evaluation summary: a used sample was received for evaluation. Visual inspection was performed and the tubing was observed to be under inserted to the chamber, leading to the disconnection at the level of the junction chamber and tubing. The chamber and tubing was dimension tested. No issues were detected and the parts were within product specifications. The reported condition was confirmed. The root cause was not determined. Additional information: this specific incident involved contact of taxol with the operator's skin only. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through a CAPA. Should additional relevant information be received, a follow-up medwatch will be submitted. Corrections: the correct drug name is taxol and not taxolo.

Event description:
The customer reported to baxter (B)(4) of a pvc-free administration set in which the tubing separated from the drip chamber, without any movement of the patient or operator, during a patient infusion of the drug taxolo. The device was "substituted". This report addresses one of six occurrences. In 3 cases, there was contact of the drug with an operator's skin and in 1 case there was contact with the patient's skin. With the one case involving contact with the patient's skin, there was a check up with an eye doctor resulting in therapy for the eye. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.